Manufacturer narrative:
(B)(4). There was no reported device malfunction. Conclusion: as reported by the customer, the patient incident occurred following a power outage at the hospital, while the patient was using the pt101 airvo2 humidifier. The pt101 airvo2 humidifier user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply". The airvo2 user manual also states following warnings: the unit is not intended for life support. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost. Prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. If either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative. The airvo2 user manual states that "when the unit has been disconnected from the mains/utility power socket the auditory alarm will sound for at least 120 seconds. If power is reconnected in this time, the unit will automatically restart"

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a patient deteriorated following a power outage at the hospital, while using the pt101 airvo2 humidifier. There was no reported device malfunction. No further patient consequences were reported.